Manufacturer narrative:
(B)(4). Date of initial report: 03/20/2014. Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the jaws of the device would not reopen while applied to tissue. The device was forcibly removed from the tissue, resulting in tissue damage and oozing. The issue was resolved by additional resection. Another device was opened and used to complete the procedure.